Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during an inspection by a clinical engineering technician the cardiosave intra-aortic balloon pump (iabp) had an autofill error. No patient involvement and no harm is reported.